Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine procedure performed under general anesthesia using the illumisite, navigation was performed to the lingula in the left upper lobe, a successful sweep was completed, and biopsy was started with an arcpoint. After the third biopsy pass and between passes, the patient¿s pressures were reported to have dropped rapidly, the patient coded. A code was called, and the procedure was aborted immediately. After a few minutes, the patient was revived and sent to the catheter lab, and the event was reported to have led to or extended hospitalization. The superdimension portion of the case was not completed and the case was not completed by other means. It was reported that all cords were unplugged while the illumisite screen remained on, and it was unknown whether the cords were plugged in while a defibrillator was used.